Manufacturer narrative:
Inspected one opened and used reservoir. Performed manual prime and high pressure test per specifications. Ran priming in insulin pump. Reservoir passed per inspection. No leakage anomaly was observed during analysis. Checked o-rings and stopper groove for defects and none were found. Reservoir connected and locked in place properly.

Event description:
The customer was hospitalized due to high blood glucose levels. The blood glucose reading at the time of the event was 560 mg/dl. Prior to the incident, the customer stated that he was dehydrated and that his reservoir and infusion set were not locked together correctly so he was not receiving insulin. The customer also stated the insulin pump alarmed no delivery. The current blood glucose reading is 55 mg/dl. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge..